Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the neonatal pad had a flow rate of 0.9lpm. The pad was changed and the flow rate was normal. It was later noticed that the neonatal pad had a slash on it.

Manufacturer narrative:
Received 1 neonatal arcticgel pad with the original unit packaging. Visual inspection noted that the pad appeared to have a cut in it. A functional evaluation was performed: the pad was connected to the arctic sun machine model 2000 for 10 minutes. During the evaluation it was noted that there was no flow due to a cut on the peripheral seal of the pad which affected the water flow. According to the test method, the flow rate was out of specifications as the test method calls for a minimum flow rate of 3.9 liters per minute per m2. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.